Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not annunciating audible tones for alerts/alarms. Customer's blood glucose was reported as high. Customer declined to follow up with tandem technical support. No further information was able to be gathered.